Manufacturer narrative:
Date of death estimated. Date of event estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Implant date estimated. The scaffolds remain implanted. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other adverse patient events and stent fractures mentioned are filed under other MFR numbers. Article attached: long-term follow-up and predictors of target lesion failure after implantation of everolimus-eluting bioresorbable scaffolds in real-world practice.

Event description:
It was reported through a research article identifying the absorb bioresorbable vascular scaffold (bvs) that may be related to the following: death, thrombus, myocardial infarction, and restenosis, requiring revascularization and re-hospitalization, and the device malfunction of strut fracture. Details are listed in the attached article, titled long-term follow-up and predictors of target lesion failure after implantation of everolimus-eluting bioresorbable scaffolds in real-world practice. Please see article for additional information.

Manufacturer narrative:
This report is resubmitted to ensure the enclosed attachment can be easily opened by the FDA article attached: long-term follow-up and predictors of target lesion failure after implantation of everolimus-eluting bioresorbable scaffolds in real-world practice.

Manufacturer narrative:
The devices were not returned for evaluation. A review of the lot history records and complaint histories could not be conducted because the part and lot number were not provided. The reported patient effect of death, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use (IFU) is a known adverse event associated with the use of a coronary scaffold in native coronary arteries. Based on the information reviewed, a conclusive cause for the reported patient effect could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.